Event description:
It was reported that after approximately two days of intra-aortic balloon (iab) therapy, the customer noticed that the proximal and distal markers of the iab were too close together. They were afraid that one of the marker might have been dislodged and hence removed the iab from the patient. The patient was stable after iab removal. The iab was in use for approximately two days. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, g1 (contact person ¿ mfg site), g3, g6, g7, h6 (investigation findings, investigation conclusions), h11. Reference complaint # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the sheath and catheter. The returned non-maquet sheath was over the catheter tubing. One kink was observed on the catheter tubing approximately 76.2cm away from iab tip. Visual examination confirmed that the rear tantalum marker was found misplaced near the iab tip. The evaluation confirmed the reported problem. The root cause of the reported failure ¿iab - misaligned marker¿ was the tantalum marker not adhered to the inner lumen. We are unable to determine when this may have occurred. A CAPA request has been generated for complaints that have been reported for movement of rear tantalum markers, see (B)(4). A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).